Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was examined by our field service engineer (fse) after the event. The reported experienced screen issue was not reproduced. The ventilator was found functioning normally. The pre-use check was successful. The logs show that the last logged interactive action was about 20 minutes from the reported time when it was discovered that the screen was not working. The ventilator was turned off using the on/off switch without first setting the ventilator to the standby mode almost two hours after the reported discovery of the touch screen issue. In between the last interactive action and the turning off (shutdown) the logs contain alarms airway pressure high and o2 concentration low. Based on the problem description, the absence of any operator action and the turning off, of the ventilator by using the on/off switch without first setting the ventilator into the standby mode suggests that the screen was not working as reported. This failure is not logged and therefore cannot be verified in the logs. The touch screen is completely touch based therefore its non-working disables the possibility to any parameter adjustments and performing commanding functions. Ventilation will continue though with the set parameters and alarm limits. Even during the time when the touch screen was not working, ventilation continued, and relevant alarms were activated but could not be attended to. The airway pressure high alarm indicates a surpassed airway pressure alarm limit and when it is surpassed, the breaths are terminated, and the safety valve opens to enable spontaneous breathing of the patient. The o2 concentration low alarm indicates that o2 concentration was lower than set but this alarm was most probably due to o2 dilution by the turbine air, after the airway pressure high alarm. The cause of the airway pressure high alarm has not been determined. Overall, there could have been inadequate ventilation for at least 34 minutes during which the airway pressure high alarm could have been active, and this could have contributed to the reported desaturation. The ventilator was turned on again the day after and the logs show that it turned on normally and ventilation could be started. This indicates that the touch screen was functioning normally and responding to touches. The conclusion in the matter based on the evaluation of the logs and the available information supports the reported occurrence of the touch screen not working. The non-working of the touch screen did not cause a stop of ventilation, but the desaturation was most probably due to inadequate ventilation due to the terminated breaths exhibited in the logs caused by the airway pressure high alarms. The examination of the ventilator after the event by our fse did not reproduce the experienced touch screen issue. The ventilator was found functioning normally. The pre-use check was successful. The cause of experienced occurrence of the screen not working has not been determined.

Event description:
It was reported that the touch screen did not work while the ventilator was connected to a patient. The physical therapist was unable to change the ventilator¿s parameters and the mode of ventilation. The touch screen appeared not to be locked because the lock symbol was not lit. Activating and deactivating the screen did not resolve the issue. The patient¿s spo2 dropped but the levels are unknown. The patient was bagged and the ventilator was replaced. The final patient outcome was no injury. Manufacturer's ref. #: (B)(4).